Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lamps were not working. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was confirmed, as the lamp was not seated right in the illuminator. The company representative replaced the lamp to resolve the displayed system messages. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a poorly fitted lamp and a nonconforming lamp. How or why the lamp was ill fit cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).